Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, cardiosave intra-aortic balloon pump (iabp) made an abnormal sound when plugged in. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields-e1(event site address). Due to character limitation, below field are added from e1- (event site address- (B)(4)). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and after disassembling and cross-checking, it was determined that the power management board was abnormal. After replacing the power management board, the test was ok.